Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. The insulin pump failed the leak test, the insulin pump leaked at a crack at the battery tube threads. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to blank display. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was 122 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the display screen flashed. Troubleshooting was unable to resolve the issue and the display did not return after resting the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.